Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 46 pulses, all of which were first prime pulses, before being deactivated. No timeouts, drive stalls or alarms were observed in the download data. The device did not deploy because the device was deactivated before the entire priming sequence was completed. The drive mechanism was investigated and no damages or deficiencies were observed that would have caused the device not to deploy. Due to the device being undeployed, the device could not have deployed early. No other damages or definceces were observed during the investigation.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.